Manufacturer narrative:
Product complaint # =: (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient presented with pain and clunking after his last revision hip. The liner was not engaged in the cup when the patient was opened up during surgery. A new liner was implanted but did not lock into the cup and was dislodge by pulling on it with a coker. The surgeon then choose to cement a liner into the cup which proved to be sufficient. Doi: unknown; dor/doe: (B)(6) 2017; right hip.